Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary arteryl. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atm. The procedure was completed with a different device. No patient complications were reported.